Event description:
The customer reported this chronic right ventricular lead displayed noise, high threshold measurements of 6.5 v at 1.0 ms, and non-detectable impedance measurements. This lead was capped and a new lead was successfully implanted. To date, no adverse patient effects were reported. The lead was actively implanted for approximately 10 years, 7 months.

Manufacturer narrative:
The lead was capped off inside the patient, therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated, if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.